Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead, (B)(6) 2010; 5076 implantable pacing lead, (B)(6)2010. (B)(4).

Event description:
It was reported by the patient that an alert was heard from the device after swimming. No changes have been made and the device remains in use. No patient complications have been reported as a result of this event.